Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the prime history had recorded several large primes. During testing the rewind and load steps were performed and a cartridge not detected alarm was emitted. The force sensor calibration and force sensor resistance were found not to be within specifications. The pump was opened and evidence of contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were not within specifications. There was evidence of contamination found on the force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.